Manufacturer narrative:
Other relevant device(s) are: product ID: evproplus-23us, serial/lot #: (B)(4), ubd: 10-dec-2021, UDI#: (B)(4). Product analysis: the valve remains implanted and the dcs was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the deployment of this transcatheter bioprosthetic valve into the patient's previously implanted non-medtronic surgical aortic valve (sav), the guidewire became caught in the prosthetic mitral valve without the implant team realizing it. As the implant team removed the nosecone and the delivery catheter system (dcs), the wire snagged, causing the nosecone of the dcs to hit the transcatheter valve and dislodge it aortically. It was reported that multiple attempts and techniques were needed to remove the wire and the dcs from the patient. Following removal of the wire and the dcs, an echocardiogram was performed which confirmed that the valve position was now too high and no longer functional. The valve was snared up into the ascending aorta. While holding the valve in place, a second transcatheter bioprosthetic valve was successfully deployed into the previous sav. The gradient following the implant was zero and the coronary arteries were reported to have great flow. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the delivery catheter system (dcs) was discarded and not returned. A device history record (DHR) review was performed on the dcs and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The DHR review did not show any findings related to this event. Dislodgement of the valve by the distal tip is related to operator technique or experience; the evolut pro+ instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. No images from the procedure were received for review. Given the limited information, the root cause of the dislodgement event could not be confirmed. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. Multiple attempts and techniques were needed to remove the wire and the dcs from the patient. The resistance during removal may have also been due to related to procedural factors, user technique, and/or patient anatomy, however the cause could not be confirmed with the information available and a relationship to the dcs could not be established. Updated data: d8, g1, h6 annex e, annex f, method, result and conclusion codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.